Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed wit another of the same device. No patient complications were reported and patient status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. The balloon was tightly folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported balloon ruptured.

Event description:
It was reported that balloon tear occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was torn. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.